Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical devices: product ID: 748240, serial#: (B)(4), implanted: (B)(6) 2005, product type: extension; product ID: 64001, lot#: n245780, implanted: (B)(6) 2011, product type: adapter; product ID: 37651, serial#: (B)(4), product type: recharger; product ID: 37642, serial#: (B)(4), product type: programmer, patient; product ID: 37092, lot#: 265250001, implanted: (B)(6) 2011, product type: accessory; product ID: 3387-40, lot#: j0546383v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stimulation was not able to be adjusted. The reporter stated that the display showed the "call your doctor" icon and there was a por (power-on reset) condition. It was reported that the patient woke up in the morning and his device was off. The patient used his patient programmer and saw the por on the screen. The reporter stated that the patient wasn't around anything new in terms of electromagnetic interference and nothing was new in the patient's room. It was noted that the patient was able to clear the por. A follow-up report will be made if additional information becomes available.